Manufacturer narrative:
The device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received information through its implant patient registry that a 23mm aortic valve was explanted after a duration of approximately four (4) years and three (3) months due to unknown reason. Another same model 23mm aortic valve was implanted in replacement. No information about device return at this moment. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
Edwards received information through its implant patient registry that a 23mm aortic valve was explanted after a duration of approximately four (4) years and three (3) months due to infective endocarditis. Another same model 23mm aortic valve was implanted in replacement. The device was not returned for evaluation due to infection. Type and source of infection were not reported. There was no allegation of device malfunction.

Manufacturer narrative:
Updated sections b5 and h6 (clinical code, device code, findings, and conclusions). Based on the new information received, this event is no longer reportable. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. Based on the available information, the root cause of the event was likely patient related factors.